Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report #s 1627487-2011-00227 and 16247487-2011-00228. The patient received her scs system on (B)(6) 2010 consisting of an ipg and two percutaneous leads. It was reported that she received a kick to the ipg site as a result of a recent physical altercation. Since the incidence, the patient has reportedly experienced overstimulation and bruising at the ipg site. An x-ray revealed that the patient's leads have migrated. Surgical intervention will be undertaken to rectify this matter; however, a date for the procedure has not been set.